Manufacturer narrative:
B2: uti b3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had been having more issues with incontinence for probably the last month. Now they have had additional issues because it had turned into a uti on top of it, and they were battling that. They were at the urologist this afternoon, and the doctor recommended they call the manufacturer to make sure that the therapy was still on. The agent walked the caller through checking their settings, and the therapy was on. The caller was going to increase the stimulation to a comfortable level.